Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited a noisy image and no electrical continuity. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it¿s likely the loss of electrical continuity occurred due to corrosion on the distal end. Additionally, it's likely the noisy image occurred due to damage on the charged coupled device unit. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.